Manufacturer narrative:
(B)(4). The patient¿s medications include; aspirin, albuterol, lisinopril, tylenol and piroxicam. Code 213 ¿ the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 3336 ¿ refer to field b6 for the results of the imaging evaluation.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and a left common iliac artery aneurysm with gore® excluder® aaa endoprostheses and iliac branch endoprostheses. On (B)(6) 2016, follow up imaging showed an occlusion of the left internal iliac component. The cause of the device occlusion is reportedly unknown, however it was reported a kink was identified in the left internal iliac component due to a tortuous iliac system. Reportedly, the patient is asymptomatic and the right internal iliac artery is reported to be fully patent. An intervention to treat the occlusion has not been scheduled, reportedly the physician will continue to monitor the patient.